Manufacturer narrative:
The insulin pump passed displacement test. However, the pump alarmed compromised force sensor system during basic occlusion due to slightly loose drive support disk. The pump received with stained address serial number label. The pump was received with cracked case at display window corners and belt clip slot. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was trying to fill the tubing when the compromised force sensor alarm happened. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.